Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4).

Event description:
The customer contact reported the device displayed e301 (audio alarm failure) with no audible alarm tone. The pump was returned to the clinical engineering dept with an unsigned note that stated, "(B)(6) 2010 e301 malfunction, pump stopped infusing, zero alarm." No tracking information was provided; therefore, specific pt information, pump programming, or event details were not available. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. Though requested, no additional information was provided.